Event description:
Datascope iabp (model cs-100) system failure alarm went off. Unable to reset and resume pumping. Replaced it with new iabp machine. Rep contacted to investigate the incident. Details for quality report provided to her over phone.